Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the blade would not come out and rotate. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade extended when trigger was activated; however it failed to rotate during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/advance as intended.